Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a device. A visual inspection of the returned photograph noted one suture and one needle. The needle was noted disengaged from the suture in the photograph. Unfortunately, as no sealed samples were returned, a needle attachment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during mammectomy procedure, as the image showed that the device needle separates from the thread. They then used another device to resolve the issue. There was no patient injury.